Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the root cause for the pvl could not be determined. The index procedure showed a valve was deployed at a 90/10 position. While the fcs mentioned that the index valve was placed too high, the medical records make no mention of malposition or migration at any time. The patient had stable anemia and mild pvl that remained stable since implant. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record review, the cardiology progress notes indicated that the reported mechanical hemolysis after the insertion of the prosthetic heart valve was due to moderate aortic paravalvular insufficiency. Hemoglobin and hematocrit (h&h) were reported as low, but reasonably stable. The patient and the cardiologist discussed balloon aortic valvotomy (bav) and valve in valve (viv). There was a discussion around re-ballooning the valve using higher deployment pressures, though a higher risk for annular rupture. Additional information was provided that the initial valve was placed too high. The patient underwent a valve-in-valve procedure using a 23mm sapien 3 ultra valve which resolved the paravalvular leak, and the patient was in good condition after the procedure.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported by patient support center, approximately 1 year and 11 months post-implant of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient has persistent paravalvular leak (pvl) and has developed anemia. The patient is being worked up for planned intervention.